Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during drain 2 of 6. The hp had not closed all of the clamps when he disconnected to use the washroom, and had reconnected. The hp would use manual supplies to finish therapy and contact his nurse. Corporate product surveillance contacted the nurse on (B)(6) 2011. She stated that she was not contacted about the issue, but that she would follow up with the patient to make sure they knew how to disconnect and reconnect properly. The hp's therapy has been going well since, and no adverse effects were reported in relation to this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.